Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that all three drill bits broke. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed, the reported allegation. The device was found broken at the tip. Fragment was not received in the evidence provided. No other issue was identified. Multiples uses under extreme eccentric loading could result in premature bending or failure of the flexible spring. Potential cause for the breakage can be attributed to unintended use error the overall complaint was confirmed. As the observed, condition of the quickset 1pc flex drill bit 35 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The device involved was an instrument and does not have an expiry date. The expiration date (12/31/2099) submitted on the initial was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that all three drill bits broke.